Event description:
It was reported that customer experienced sensor issue indicated by cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, successfully performed reset without further cgm error messages, and then successfully started new sensor session; no additional information was received regarding the outcome of the event.